Event description:
It was reported that following a biopsy of dense bone, the hub separated from the needle upon removal from the pt. Vice grips were used to extract the needle without further complications being reported.